Manufacturer narrative:
Information that is unknown at this time includes: the date of the event, the type of nature of the patient event that failed to alarm, the products involved, and patient outcome the product code used was populated based on products the customer owns as a best guess.

Event description:
The customer reported to their spacelabs healthcare sales representative that they had a device that failed to alarm during an event. No additional information was provided at the time of the report. A spacelabs healthcare technical support representative has made several attempts to contact the customer to gather additional information regarding the event. However, the customer has not responded to date. As a precaution, a full database backup was saved remotely. At this time the investigation cannot be conducted as there is no event or device information available. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.